Event description:
Procedure to extract two leads, ra and rv due to cied/system/pocket infection. The leads were both prepped with lld's. The physician was moving the glidelight laser sheath over the ra lead, a second pass, attempting to move past an area of obstruction. The laser was not activated; however a perforation in the posterior aspect of the svc occurred. The injury was surgically repaired. The md stated that no further extraction could be performed due to severe calcification to the point of occlusion at the ra/svc jxn. The two llds were cut at the point were they entered the leads and capped. The patient survived the procedure. MDR report for glidelight; 1721279-2016-00101, 1st lld; 1721279-2016-00103.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.